Manufacturer narrative:
There may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. A valve-in-valve procedure carries significant risk. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the article "contrast-free percutaneous pulmonary valve replacement: a safe approach for valve-in-valve procedures" b o'callaghan et al. Postepy kardiol interwencyjnej. 2021 jun;17(2):200-209. Doi: 10.5114/aic.2021.107500. The following complaint was identified: five patients with unknown model valves in pulmonary position underwent valve-in-valve procedures after unknown implant durations due to unknown reasons. Five transcatheter valves were implanted.

Manufacturer narrative:
H10: additional narratives. Updated h6 per new information received. The root cause of this event remains indeterminable.